Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received a blank display during a bolus delivery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. The customer also reported experiencing high blood glucose. Customer's blood glucose was 16 mmol/l. Customer has been treating their blood glucose with the insulin pump. Troubleshooting did not find any issues with the insulin pump. The customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.